Event description:
It was reported that during cori assisted tka surgery, after mapping the femur when going to the initial planning screen, rep tried to change the tibia slope to 4 degrees due to real intelligence cori console originally showed 3 degrees, but when increased the planning, it showed the slope change to 70 degrees. Rep tried to continue forward to the stress screen to see what would happen and it also showed varus at 76 degrees without changes made to it. The real intelligence cori console was rebooted. Surgery was resumed after a non-significant delay with a the same device. Patient was not harmed as consequence of the problem.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A log file review was completed by the software support team. The software files were downloaded and provided for investigation. The reported problem could not be confirmed. The possible reason internal rotation values were too high on the screen might be because of the superior button being pressed by the user, causing the implant to disappear from view. Also, the software team was able to make the implant to move above the visible section by pressing the superior button. The button was pressed multiple times (2 minutes) to get to value 76 degree, but in client¿s navio log it took only 19 second to go to next state. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with touch panel or variable corruption in software. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.